Event description:
The physician reported an abnormally rapid battery depletion of the ICD involved in the MDR report. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.